Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4) for the reported event of stent broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during a drainage procedure in the bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, when the physician attempted to deploy the stent there was resistance and the stent tore. The stent was removed from the patient body. Another flexima stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Several attempts have been made to obtain further information regarding how the stent broke and was removed from the patient, however no further information is available and the device was disposed. If any information is received a supplemental MDR will be filed.